Manufacturer narrative:
Subsequent information received from the asp field service engineer (fse) indicated this is not an haze/oil mist issue. Therefore, this complaint is not a reportable event. (B)(4) is not applicable for this complaint. Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the health hazard analysis. The DHR (device history review) for sterrad 100s system (serial #(B)(4)) released on (B)(4) 1996 shows that the system met all specifications at the time of release for shipment, and there were no issues related to this failure mode. The service and complaint history for the sterrad 100s serial number (B)(4) was reviewed. This machine does not have a trend of phase rotation error and vacuum system interrupt failures (B)(4) prior to this event. Trending analysis for sterrad 100s did not reveal a significant trend for phase rotation error complaints ((B)(4) 2009 through (B)(4) 2010). Trending analysis for sterrad 100s did not reveal a significant trend for vacuum system interrupt complaints ((B)(4) 2009 through (B)(4) 2010). It was confirmed there were no reports of human reactions relating to the oil sprayed into the chamber of the sterrad 100s system.

Manufacturer narrative:
An asp fse assessed the unit onsite. The system was failing for vacuum system interrupt. The customer had moved machine to another area, but the power was not wired correctly. The vacuum pump was running in the wrong direction and sprayed oil into the chamber. The customer repaired the power issue. The fse cleaned out chamber and replaced the oil filled vacuum valve. He ran an empty test cycle and the system met the manufacturer's specifications.

Event description:
The customer reported that their sterrad 100s was cancelling for vacuum system interrupted. The customer had moved the unit that morning and the circuit breakers had not been tripped. An asp field service engineer (fse) was dispatched to assess the unit.